Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 449 mg/dl. Customer stated other blood glucose value was 493 mg/dl. The customer was treated with intravenous insulin was in emergency room. Customer did not want troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.